Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011: the patient was pre-operatively diagnosed with post-operative swelling, partial hematoma, generalized swelling at the cervical spine after anterior cervical fusion revision. On (B)(6) 2011: the patient underwent the following procedures: anterior cervical interbody fusion with rhbmp-2. Autograft, platelet-rich plasma matrix, c3-c4, c4-c5, c7-t1. Implantation of peek inter body cage fixation, c3-c4, c4-c5, c7-t1. Plate and screw fixation, c7-t1. Plate fixation, anterior titanium plate and screw fixation, c3 to c5. Removal of plate and screw fixation, c5-c7, with exploration of fusion, c5 to c7. Somatosensory evoked potential and motor evoked potential monitoring. As per-op notes "then the appropriate sized and hydrosorb inter body cage was brought in the field, packed with rhbmp-2 prepared per the manufacturer's specification on collagen sponge, packed into the cages with the on either end and locked in with the 15 mm screws under the tripwire. Next, the appropriate sized plate for cephalad and plate for the caudal implant with drilling, tapping and placement of the screw and locking mechanism applied." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.